Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip (B)(4).

Event description:
Consumer reported complaint for erratic and high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with test results from results obtained of 307, 273, 285 and 144 mg/dl. The customer's expected fasting blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 10/19/2018 and open vial date is (B)(6) 2017. Customer's test strips are expired - at the time of the call they are four months past the date first opened. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with the results of 307, 273, 285 and 144 mg/dl in the meters memory.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#(B)(4).

Event description:
Consumer reported complaint for erratic and high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with test results from results obtained of 307, 273, 285 and 144 mg/dl. The customer's expected fasting blood glucose test result is 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 10/19/2018 and open vial date is (B)(6) 2017. Customer's test strips are expired - at the time of the call they are four months past the date first opened. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with the results of 307, 273, 285 and 144 mg/dl in the meters memory.